Event description:
Description according to complainant: a (B)(6) male patient underwent a thoracic aneurysm repair on (B)(6) 2014. While advancing the graft the aneurysm ruptured. The patient had an immediate aortic bronchial fistula, bleeding in to the lung and the patient could not be ventilated. The patient expired.

Manufacturer narrative:
(B)(4). Investigation is in process.